Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a male pt while in the cath lab. The pt expired 2 days later. Indication for use: bypass. The doctor inserted the intra-aortic balloon (iab) through the sheath via left femoral artery with no issues. Once the iab was inserted, they noticed blood in the line. As a result, they stopped the pump and removed the iab and sheath successfully. A new iab was inserted through the sheath via right femoral artery (different insertion site) successfully. After the event the pt received intra-aortic balloon pump (iabp) therapy successfully for approx 2 days before the pt expired from further complications of his condition. This was not related to the iab per the sr. At the hospital who made the medical judgement regarding the device. There was no report of pt injury. There was no medical/surgical intervention required. There was a 40 minute delay or interruption in therapy with no harm to the pt noted. Add'l info received on (B)(6) 2013 clarified the insertion site; 1st insertion was the left femoral and 2nd insertion placement was the right femoral. The event occurred right after insertion. The medical judgement was made by the sr. Who was the registered nurse in attendance.